Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/07/2016 with the following results: the complaint of no audio was confirmed. The pump powers on with no auditory sound upon start up. The pump's cover was removed, an intermittent condition was found to the piezo circuit, due a broken solder joint to the piezo crystal/contact. Pump was able to power up with a fully functional auditory feature after reflowing the piezo circuit solder. Black box and cgm history show '213d' above limit and "cs208" below limit cgm warnings. Test transmitter was paired with the pump correctly. Test "cs213" and "cs208" cgm warnings were simulated with 120mg/dl and 100mg/dl as thresholds. The pump gave the appropriate "cs213"/"cs208" warnings visible alert, but it failed audible alert. Rf test failed due "read fw rev"error. Unrelated to the complaint,the battery compartment is cracked at threads on the side.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an audio tones issue. The pump was emitting no sounds. The vibratory function was working. There was no allegation of an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.